Event description:
It was reported the pins (prongs) are broken in the atrial (atrium) connector. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; pins stuck in the atrial output connector. Analysis also found the lower case and side bail covers are broken. Keyboard is contaminated.